Manufacturer narrative:
The reported error was cleared by the customer. No ge service was required. The customer reported that the system is operating as intended.

Event description:
The customer reported that the control panel on the workstation of the 7700 system would not operate as intended. No patient injury was reported.